Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a penumbra system ace 60 reperfusion catheter (ace60), the physician was attempting to advance a penumbra system aspiration 3max reperfusion catheter (3maxc) into the ace60 on the back table. During advancement, it was reported that the 3maxc was only able to advance approximately 15 cm out from the tip of the ace60 and would not advance further. The physician then decided to remove the ace60 and noted that something was within the inner diameter, preventing the 3maxc from advancing further. The issue with the ace60 was found prior to use and therefore it was not used in the procedure. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64) and the same 3maxc.